Manufacturer narrative:
Device evaluated by MFR: one used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing its distal end. The suture and t2 show no abnormalities. The needle tip is bent. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ there were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair procedure, the surgeon was not able to deploy the curved fast-fix t2 after having deployed t1 through the meniscus. Both implants were removed from within the patient. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.